Event description:
It was reported during routine device check that pericardial effusion was noted and the lead had elevated threshold. The patient was complaining of chest pain. On a return visit on (B)(6) 2012, the lead was not capturing and was dislodged. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.